Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Device failed leak test, device had a leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device was received with cracked case on the back at the battery tube area and had minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was set on vibrate, but was no longer vibrating during programming. Pump did not pass self-test. Customer's blood glucose was 7.1 mmol/l. Insulin pump would need to be replaced.